Event description:
It was reported that, during use, there was a discrepancy in values with the foresight module. When a sensor was connected to channel 1, the numbers received were in the 70s as expected. The rep switched the sensor to channel 2 and received numbers in the 30s. When they recognized the discrepancy, they performed troubleshooting and exchanged out the module which resolved the issue. There was no inappropriate patient treatment administered nor any patient injury. Patient demographics were requested but not provided.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One fore-sight elite tissue module was returned for evaluation. The customer report of inaccurate values was unable to be confirmed. Channel 1 and 2 displayed 65% sto2 (+/- 5%) with simulators connected. Moving the cables at no point had an effect on the readings. No errors occurred. The comm cable plug assy was kinked and there was damage near the body of the device. The cable sensors had no physical damage. However, the lower housing was cracked and missing chunks of plastic. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The report of inaccurate values could not be confirmed, therefore a root cause could not be established. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A device history record review was completed and documented that device met all specifications upon distribution.